Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction, it is unknown of still sound was coming from the device. The device was not use at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was evaluated at the bench and the cause of the reported problem was confirmed to be a speaker issue. The bench service engineer replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed. The device remains at customer site. If additional information is received the complaint file will be reopened.